Manufacturer narrative:
The implantable pulse generator and leads were evaluated. They were found to be operating within specification, and there were no observations related to the reported issue.

Event description:
Patient reported on july 08, 2021 that they did not benefit from reactiv8 therapy, despite multiple adjustments to stimulation parameters. Therapy was administered twice daily for two years. Patient and physician decided to explant the system; explant was successfully performed on (B)(6) 2021, with no reported adverse impact. Note that reactiv8 leads stimulate the peripheral nerves that innervate the multifidus muscle; these are extraspinal and as such the leads are placed outside the spinal canal.